Manufacturer narrative:
Other, other text: one device was returned for evaluation. Visual inspection revealed a non-OEM battery, a non-OEM bottom case, and the top and bottom cases slightly separated in the front left corner. Review of the event history logs showed messages for motor not running (mnr), motor rate error (mre), and invalid syringe size. Functional testing was performed; the mnr and mre issues were not able to be replicated but the pump went into invalid syringe size during occlusion testing. The root cause of the issue was determined to be foreign material found on and around the u29 on the main board and excessive grease on the worm coupling and worm gear. The u29 on the main board was cleaned, the worm coupling and worm gear were replaced, and the size pot was replaced. Service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited "motor not running," "motor rate error" and "invalid syringe size" alarm messages. Patient involvement is unknown.